Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 19mg/dl and treated with food. Customer indicated that their blood glucose value was 181mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump was worn in an MRI machine during a hospital visit. Customer indicated that they were in the hospital for a heart issue. Customer also indicated that emergency services were called to their home at a later date for the low blood glucose. The customer was assisted with troubleshooting and customer was advised to monitor the pump and blood glucose. Customer disconnected the call at this point.